Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, the distal electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that that right atrial (ra) lead had high threshold and no slack. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.